Manufacturer narrative:
Batch review performed on 27 december 2017 lot 166563: (B)(4) items manufactured and released on 09 february 2017. Expiration date: 2022-02-01 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Patient had primary surgery on (B)(6) 2017. During insertion and impaction of the definitive implant (size 1 quadrah sn (B)(4)) with the ceramic head, the surgeon noted that the implant had sunk in by approximately 15mm. He continued to broach up and settled on a number 3 broach. A size 3 quadrah sn (B)(4) was opened and inserted. Xray was called and surgeon was satisfied with result. Patient was closed as per normal protocols. On (B)(6) 2017 it was noted that there was a fracture of the femur and a revision was planned for (B)(6) 2017 this surgery was completed on (B)(6) 2017 where able were passed around the femur to stabilize the fracture.